Manufacturer narrative:
Investigation results - customer complaint of tip broke during use could not be verified as the product was not returned for evaluation.

Event description:
It was reported that during an arthroscopic shoulder procedure that the tip of the drill bit broke in the patient's shoulder joint. It was also reported that the broken portion of the device was easily retrieved without injury to the patient.